Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported that on (B)(6) 2016 they experienced a return of pain and a loss of therapy. It was further reported stimulation was irritating the consumer because it wasn't covering their pain, and they couldn't turn it high enough because they were afraid to due to issues they had experienced previously.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.